Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. Customer also reported that insulin pump had pump error and customer was unable to successfully clear the alarm. The customer¿s blood glucose level was 166 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received in a critical alarm this alarm is generated when a power failure is detected notification screen loop at boot up due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to this alarm is generated when a power failure is detected. Alarm loop. Keypad unresponsive/button error alarm confirmed at left arrow button due to moisture damage. Frozen screen not confirmed.